Event description:
Customer reported the c-arm will not power up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the isd-pc2 board. System operates as intended. This MDR is related to ge healthcare complaint.